Event description:
Notified of this event on (B)(6) 2011 by a procedure not from same day. In order to remove the j-tube, a guidewire was placed inside the j-tube, and advanced, but "the wire exited the kinked j-tube though a distal side hole. When the tube was retracted, the weighted distal portion of the j-tube fractured off."

Manufacturer narrative:
The device has not been returned to the MFR for eval. An lhr of asulf001 showed no other similar product complaint(s) from this lot number.